Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no other devices. Microscopic examination of the balloon, balloon bonds and markerbands were performed and there was no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However, the balloon ruptured upon inflation. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced for dilation. However, the balloon ruptured upon inflation. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient&#38112;status was good.